Event description:
It was reported that pump displayed malfunction alarm error 42 related to cgm, which had occurred previously and temporarily resolved after pump reset, while dexcom app continued to show correct sensor readings. There was no reported impact to the customer¿s blood glucose level. Customer had already reset pump before contacting support, and technical support advised customer to continue monitoring cgm performance and to call back if issue persisted while internal investigation was conducted.